Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, after flexible ureteroscope lithotripsy, an ngage nitinol stone extractor was tested prior to use. The user advanced the ngage nitinol stone extractor into the right kidney and discovered the basket would not open. The device was removed and the basket was able to be opened. The procedure was completed by stone pulverization. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description as reported, the basket of a ngage nitinol stone extractor would not open during a flexible ureteroscope lithotripsy procedure. The device was tested before use, but the basket would not open when the user inserted it into the patient the first time. Further communication with the user facility clarified that a stone pulverization was performed to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation with the handle in open position and the basket formation in the closed position. The mlla [male luer lock adapter] was tight and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 4.2 cm in length. A visual exam noted there were no significant kinks in the basket sheath and no damage to the support sheath. Functional testing found the handle moved the basket assembly but did not open the basket formation. The cannulated handle slips at the collet knob. The handle was disassembled during investigation and visual examination found the basket wires were pulled out. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The returned device was found to have a basket that was closed and could not be opened. All 3 basket wires had pulled free from the proximal end of the basket. The device was tested before use, indicating the damage occurred during use. Based on an examination of the device, the wires likely caught on an unknown object during the procedure, and force was applied that pulled the wires out at the proximal end. The IFU cautions that excessive force could damage the device. The risk documentation procedures were reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.